Manufacturer narrative:
The report event of ineffective stimulation was confirmed. As received, the returned lead found some kinks on the outer tubing and all internal wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation following a car accident. Reprogramming was performed to no avail. X-rays confirmed the lead was fractured. Surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was restored.